Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, the pump powered on with normal auditory and vibratory function; however, the display screen remained blank. The pump cover was removed for further investigation and revealed internal moisture on the display flex and on the display connector. Complete pump testing was not possible due to the blank display screen. The battery compartment was cracked above the bumper pad and on the side at the threads.